Event description:
The end-user states the chair will not work. He states the attendant control recline button will stick and cause the chair to start reclining by itself. He states the chair has to be shut down and re-started.